Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the proximal conductor was melted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage.

Event description:
It was reported that the left ventricular lead had unacceptable high thresholds, diaphragmatic stimulation, and non-capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.